Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient obtained a low blood glucose (bg) reading of 55 mg/dl at 6:30pm that evening at the time she was changing the patient's site. The reporter claimed the patient (6 years of age) told her he was "not feeling well." The patient's mother stated she gave the patient 40 grams of carbohydrate in response to the low bg. At 9pm that same evening the patient's bg was 68 mg/dl and at 9:40pm it was 88 mg/dl. Prior to obtaining the low bg of 55 mg/dl, the patient's mother reported that the patient obtained a bg of 215 mg/dl at 5:15pm that evening and was given a correction bolus of .9 units. During troubleshooting, the patient's mother reported that at 6:20pm, the cartridge was filled with 110 units. At 9:30pm, the pump showed the cartridge had 107 units. The reporter confirmed no additional boluses had been administered to the patient since 5:15pm. Tdd basal revealed 8.71 units for (B)(6) 2011. The patient's mother confirmed bolus amounts were correct and basal rate was set for .425 units/hour. Prime history revealed 3 primes of .6 units since 6:30pm. Basal delivery between 6:30 and 9:30pm plus the 3 primes of .6 units account for insulin in cartridge going from 110 to 107 units and all insulin accounted for. It was noted that the time on pump was correct. The patient's mother stated that the patient is very insulin sensitive especially at night. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump involved with this complaint has been returned and evaluated by animas product analysis on 05/31/2011 with the following findings: a 29 hour flow accuracy test was also performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals from (B)(6) 2010 to end of pump use on (B)(6) 2011 correctly reflected the user's programmed basal rates. There were no alarms or pump conditions indicating a malfunction recorded in pump history. A load and rewind step was performed on the pump without the piston stopping short. It was noted that the pump was loaded with a 100 unit filled cartridge and the piston accurately stopped at 100 units. The force sensor calibration was measured and found to be in specification.